Event description:
It was reported by the company representative that he had a generator which hadn't even been opened, but he was unable to interrogate the device. It was noted that he had used 3 different known working programming systems that were also unable to interrogate this device, but were able to interrogate other vns generators. The device was received by the manufacturer. Product analysis is expected but has not been completed to date.

Event description:
Initial product analysis was completed. During analysis, initial attempts to obtain the ¿as-received¿ device configuration were unsuccessful due to a failure to communicate. A reset was performed, but the generator still would not communicate after the reset. The generator had x-rays performed and the generator was opened; no anomalies were noted in the x-rays or during visual analysis. After the generator can was opened, communication attempts were consistently successful. The ¿open can configuration¿ generator was subjected to, and successfully completed, the final electrical test and was found to be operating within specifications. Review of the downloaded data indicated that the device stopped operating after the generator was shipped. The cause for the failure to communicate could not be reproduced in the pa lab. Additional analysis is still underway.

Event description:
Additional analysis of the vns generator crystal was performed and completed by the supplier. It was determined by the vendor that foreign material, such as a small particle, would be a possible root cause for the effect seen on the generator. The crystal passed all electrical testing and external visual and x-ray inspection by the vendor; however, it did fail 6 of 12 pind (particle impact noise detection) test attempts which indicate that such a particle may have been present within the hermetically sealed cavity. The vendor opened the crystal cavity but didn't observe any foreign particle. It was concluded that either a particle was present but was lost during the opening of the crystal cavity or that the pind failures were false failures. Based on the available data for the event, the crystal is believed to be the most likely point of failure that caused the generator to stop operating, but conclusive evidence was not achieved.